Manufacturer narrative:
Initial.

Event description:
It was reported that the patient awoke to find the ilet insulin pump¿s housing split in half, consistent with a screen bezel separation hardware issue, and the patient confirmed use of backup therapy while awaiting a replacement. Symptoms included no adverse clinical effects and no alarms. Outcomes included continued diabetes management using backup therapy and ongoing cgm use via the dexcom app or receiver. Investigation included remote troubleshooting and user education covering device shutdown to avoid further alerts, data sync to the mobile app before return, acknowledgment that data will not transfer to the replacement, and confirmation of device return using the provided shipping label. Investigation of this case revealed a physical enclosure separation of the pump consistent with a device component housing failure; no functional alert behavior was reported, and the issue appeared limited to mechanical integrity. It was concluded, based on previously established findings for similar reports, that the cause was mechanical housing damage of undetermined origin.